Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd maxzero¿ multi-fuse pressure rated extension sets with needleless connector had issues with the tubing slipping out of the clamps and appearing occluded, but still allowing some fluid to flow through. The following information was provided by the initial reporter: "when you go to clamp them, the tubing slips out of the side of the clamp. Appears to be occluded but fluids still flow through. The IV locks have two flaws. The first is when you go to clamp them, the tubing slips out of the side of the clamp so it appears to be occluded but fluids still flow through."

Event description:
It was reported that an unspecified amount of bd maxzero¿ multi-fuse pressure rated extension sets with needleless connector had issues with the tubing slipping out of the clamps and appearing occluded, but still allowing some fluid to flow through. The following information was provided by the initial reporter: "when you go to clamp them, the tubing slips out of the side of the clamp... Appears to be occluded but fluids still flow through... The IV locks have two flaws. The first is when you go to clamp them, the tubing slips out of the side of the clamp so it appears to be occluded but fluids still flow through."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of luer fitting incompatible, connection issues, clamp issues / damage related to clamp, flow issues -fluid blockage, adapter / connector defective could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5303 lot number 22119248 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.